Event description:
Patient underwent spinal surgery in 2007: laminotomy, decompression with some open reduction of fracture with kyphoplasty, exploration of fusion with removal and replacement of hardware, placement of extended instrumentation with posterior fusion, and supplementation of fusion with autograft, allograft, bmp and placement of spf bone stimulator. The pt returned to the hosp with an infection. It was reported that surgical exploration two months later, found pus surrounding the spf unit. The tissue surrounding the wires and bone screws was also infected. Patient died several days after surgery from complications of infection. Surgeon stated that the infection went untreated for several weeks. The hardware (other than the spf unit), allograft and bmp were not biomed/ebi devices.

Manufacturer narrative:
Review of the DHR shows that the required manufacturing, inspection and testing processes were completed in accordance with established procedures. Sterilization and sterility requirements were also in compliance with established procedures and applicable industry standards.